Event description:
Medtronic received information that this bioprosthetic valve, implanted three years was explanted due to elevated gradients, central aortic valve regurgitation and stenosis confirmed by catheterization. There was no aortic insufficiency. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was slightly distorted; oval shaped. The non-coronary and left cusps were stiff due to host tissue on the outflow. The right cusp was partially stiff due to host tissue on the outflow adjacent to the left right commissure. All commissures were intact. Traces of pannus were noted on the tissue and base stitching adjacent to non-coronary and left cusps. Tan thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. Tan thrombotic host tissue partially filled and stiffened the right cusp on the outflow. The right cusp appeared to have been filled with host tissue prior to explant. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.